Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on ((B)(4) 2015). A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log confirmed the complaint of inaccurate bg values.

Event description:
Patient contacted dexcom technical support on (B)(6)2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. The patient did not report injury or medical intervention.